Manufacturer narrative:
Investigation summary: the defective unit was not received for evaluation and testing. Root cause is indeterminate. DHR review - a review of the DHR could not be performed as no batch number was provided. Investigation conclusion: no sample was received for evaluation or testing. The customer's experience could not be confirmed or reproduced.

Manufacturer narrative:
(B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
"It was reported during the injection, that while using the injection pump, the bd nexiva¿ closed IV catheter system there had loss of contrast and saline solution through the route of material that was free, even using a valve according to the manufacturer's instructions. The event occurred during the coronary angiography." No reports of serious injury or medical intervention noted.